Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A total of one hundred and four (104) samples and one (1) photo were submitted to the manufacturer for evaluation (43 samples with the lot # 0061888647 and 61 samples with the lot # 0061894140). Through visual examination of the photo, insufficient evidence supporting the reported incident was noted. Investigation was conducted on the returned samples of the possible two lot numbers: lot # 0061888647 all samples were visually evaluated and pull-tested, and one out of the forty-three samples detached at the bonded joint of the proximal caresite y-site valve and the backcheck valve. No stress marks, rips or tears were present and there was no sign of solvent. Additionally, ten samples were leak tested with passing results. Based on the investigation of lot # 0061888647, one of the samples is not within specification and the reported defect is confirmed. While a defect was confirmed, a root cause could not be determined at this time. An approved project is in place to further address issues with disconnection at bonded joint. Lot # 0061894140 all samples were visually evaluated and pull-tested, with no defects or damages observed. In addition, ten samples were leak tested with passing results. Based on the investigation for lot # 0061894140, the samples are within specification and the reported defect is not confirmed. A review of the non-conformance system database was performed for the reported lot number and no abnormalities or nonconformance's were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the primary IV tubing broke towards the end of a adriamycin (chemotherapy drug) push. Possible lot numbers provided: lot number 0061888647 - expiry date 04/30/2026 - production date 05/26/2023. Lot number 0061894140 - expiry date 05/31/2026 - production date 06/27/2023. No injury reported.